Manufacturer narrative:
Results: a sample was not returned for evaluation. A photo was sent that shows the complaint of a package that is open. A review of the device history record revealed no irregularities during the manufacture of the reported lot #6061866. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that urine collection kit bd vacutainer® 4 ml plastic packaging was torn. No injury or medical intervention reported.